Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple appropriate shocks for ventricular fibrillation. The therapy did not convert the arrhythmia and the patient had to be externally defibrillated. Interrogation of the device revealed the episodes were overwritten by newer non-sustained rv oversensing episodes. The patients condition was good.